Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and performed the reinstallation of the host pc and flexvision pc and restored the backup settings. Upon further troubleshooting, the fse found the non-functional touch screen module. To resolve the issue, the fse replaced touchscreenmodule b with win7 license, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.